Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), qc, and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. The visual inspection of the returned device showed no biomatter on the device. Coils near the gram weight of the distal tip of the wire were observed to have pulled away from each other. Small, unidentifiable fibers were also present at the distal tip. A kink was seen proximal to the distal tip of the device. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. The instructions for use included with the device state, ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ based on the information provided and the examination of the returned product, investigation has concluded that the this event cannot be traced to the device, but to the patient's anatomy. Reportedly, the target lesion was a total chronic occlusion. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product code = dqx. This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, an unknown patient was undergoing an unspecified procedure to treat a left external iliac chronic total occlusion (cto) vessel. The tip of an approach cto microwire wire guide partially separated from the mandril while crossing the cto. The complaint device was removed and another manufacturer's wire was used to complete procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.